Event description:
During priming for these separate cases, the vernay one-way valve of the purge line split into two pieces. In each case the line was replaced with a male-male line in order to use the heart lung pack.